Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jun2020.

Event description:
The customer reported alarm led failed, generating error code. The malfunction occurred while in clinical use. The device was replaced and there was no patient or user harm reported. The service support technician performed an evaluation and confirmed the reported problem. The service support technician then replaced the power switch overlay to resolve the issue. Performed overall check, run in and functional tests. No other abnormalities were found after repair. A failure investigation (fi) technician slaved the switch panel overlay into a fi ventilator and tested the device. They were able to duplicate the reported failure of check vent: alarm led failed and found all led not functioning. The fi technician identified the resistance value was out of specification for the all led's. The membrane/overlay, power led switch panel failures were isolated to corrosion and contamination causing the resistance values to be out of specifications.